Event description:
The customer reported being in the emergency room due to high blood glucose of 495mg/dl. The customer experienced fatigue and excessive thirst. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The customer stated that the drive cap appears normal. Assisted the customer to run a manual prime and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was not bent. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.